Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the pipeline flex shield pushwire and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield braid was not returned for analysis. Therefore, any contributing factors could not be assessed. The pipeline flex shield pushwire was returned within phenom catheter. Damage location details: the pushwire was extending out from catheter hub. No bend or kink was found with pushwire. The distal hypotube was found to be broken. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. Testing/analysis: the broken end was sent out for sem (scanning electron microscopy) analysis. Conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 were confirmed to have resistance as the pushwire was returned within phenom 27 catheter. In addition, the distal hypotube was found to be broken. The broken end failed via fatigue then overload. The pipeline flex shield pushwire and phenom 27 catheter were found to be damaged. From the damages seen on the hypotube (broken) and catheter distal tip (flattening); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance h6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Initial reporter/physician information is not reported by the site due to country privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline shield delivery system that had resistance and broke during retrieval in the phenom 27 microcatheter. The patient underwent a procedure for flow diversion treatment of a right vertebral artery (va) unruptured spindle-shaped aneurysm. The aneurysm max diameter was 10mm and the neck diameter was 8mm. Dual antiplatelet treatment (dapt) was administered with noted pru level 250. Vessel tortuosity was moderate. It was reported that the pipeline was prepared per the instructions for use. The use of the pipeline for treatment of the va aneurysm was off-label. The pipeline was implanted without any problem. There was some resistance felt at the sleeve when pulling the delivery wire into the distal phenom 27 microcatheter, however, the wire was successfully pulled into the microcatheter. As the wire was being pulled, the distal pushwire disconnected/broke so the entire phenom 27 catheter with the entire wire were removed together. It was noted that the catheter was flushed continuously with heparinized saline during the procedure and there was no damage observe to the catheter. The pipeline stent was successfully implanted before the issue occurred. There was no harm or injury to the patient associated with this event. Ancillary devices: shuttle sheath, chikai guidewire

Event description:
Additional information received that there are no photos available of the damaged device. After placing the pipeline body in the patient body, the event occurred at the time of delivery wire collection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.